Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced low blood glucose (bg 43 mg/dl) following a period in which insulin delivery was paused or stopped for an undetermined reason. The user was transported by ems to the hospital for treatment. The user was treated with glucose and oral carbohydrates and discharged the same day. No long-term health effects were reported.